Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced bradycardia, dyspnea, dizziness and a syncopal episode that resulted in a fractured toe. It was noted that the leadless implantable pulse generator (ipg) exhibited loss of capture after a pacing spike. The leadless ipg was explanted and an implantable pulse generator (ipg) with one lead was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry study. No further patient complications have been reported as a result of this event.